Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the receiver displayed err 281. No additional patient or event information is available. The receiver has been received for device investigation. A follow-up report will be submitted upon completion of device investigation.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver will boot and charge. Receiver download retrieved and attached: the receiver log was reviewed and found hardware and screen error alarms. The customer complaint was confirmed because hardware errors were found in the receiver log. The reported event of a an error icon display was confirmed. The root cause could not be determined